Event description:
Reporting status: serious injury/ permanent damage. Reporting rationale: myocardial infarction (mi) and occlusion are considered permanent damage. Device issue: no device malfunction has been reported. It was reported via a trial that the five xience v stents were used during the procedure in 2008. A 3.0 x 15 mm xience v stent was implanted in the mid left arterior descending (lad); a 2.5 x 28 xience v stent was implanted in the distal circumflex; a 2.75 x 18mm, 3.0 x 28 mm and a 3.5 x 28 mm xience v stents were implanted in the distal right coronary artery (rca). The procedure was successful and there were no reported effects. However, four days after the procedure, the patient returned to the hospital with dizzy and ill feeling. A diagnostic coronary angiography revealed that one of the stents was occluded and unable to open. The patient experienced angina equivalent, weakness, fatigue, diaphoresis and ischemia. The ECG result showed st-elevation myocardial infarction (mi). No additional event or patient information is available.

Manufacturer narrative:
(Dizzy, weakness, fatigue and diaphoresis) the other four xience v stents are being reported under another manufacturer report number.